Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed sores under the lifevest. The patient was to receive an ICD, however the ICD could not be given until the patient's sores had healed. The lifevest was removed while the patient was in the hospital. Follow-up indicated that the patient passed away 10 days after being admitted to the hospital while not wearing the lifevest.